Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device had cracked case at display window corner, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 407 mg/dl, 72 mg/dl and 30 mg/dl. The customer was treated with intravenous insulin drip for high blood glucose. Customer was experienced low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was in emergency room. The customer stated that they did allege insulin pump was over delivering. Customer stated that drive support cap was normal. The insulin pump will be and reservoir will not be returned for analysis.